Event description:
An occlusion alarm was reported by the customer, and while customer technical support could not verify the alarm number in the pump history, they noted the issue caused the customer's blood glucose level to display as "high." Physical activity was used by the customer as a corrective action to address the high blood glucose level; third-party assistance was not needed. The issue was resolved by the customer through changing the infusion set and cartridge, and insulin administration was resumed. The customer has experienced multiple previous occlusion events and has taken varying actions to resolve each. Complaint was followed up by customer technical support for additional assistance concerning frequent occlusion issues.